Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during high anterior resection, at the first firing, when the stapling advanced a little, the device generated a crackling sound and stopped. After a while, when the surgeon pressed the firing button again, the device was released. A new reload was opened, and able to be used, so it was judged that the event might be due to the power handle. After that, the procedure was converted from hartmann's operation to miles operation, and it was unknown whether the cause was the patient or the stapling. The surgical time was extended by more than 30 minutes. Tissue damage was noted. Oozing bleeding occurred as a result of the issue. The device was removed from the tissue by additionally resecting the tissue. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. Staples and staple pushers were visibly protruding at the 3cm cut line. The jaws of the reload were open. The anvil clamping mechanism was deformed. The knife blade was observed and no visual abnormalities were noted. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The trs material was manually removed by the account. Malformed staples were visible on the returned trs material. The distal sutures on the anvil and cartridge were properly engaged. The reload was loaded into a post market vigilance instrument (0344) for functional testing. The interlock was not functional, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The distal sutures properly disengaged. There was difficulty in retracting the knife blade. The reload was disassembled to inspect the internal components. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actio ns have been deemed necessary. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.